Event description:
Boston scientific received information that this right ventricular (rv) lead was damaged in the process of extracting it. Reportedly, this rv lead was attempted to be removed by gentle traction, however, the lead ring and tip broke off from the lead body during the procedure. It was then decided that the distal portion of this rv lead be left in the subclavian vein. This lead's body, however, was extracted. This rv lead was disposed by the scrub team and, thus, will not be returned. Additional information was obtained from a field representative that this rv lead was explanted to upgrade to a tachy device. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated and was missing. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding the minimum of 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the fineline ii distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented.